Event description:
End user is alleging that she was being transported from the shower to the bed when the 9805 lift tipped over to the right side. Caregiver in the back ground stated that the legs were spread open on the lift. End user fell hit her head, causing the end user to have a head ache, but no medical attention sought, other then her caregiver, who was transporting the patient by herself.

Manufacturer narrative:
(B)(4) - should additional information become available, a supplemental record will be filed. The owner's manual states the invacare patient lift is not a transport device. It is intended to transfer an individual from one resting surface to another (such as a bed to a wheelchair). Moving a person suspended in a sling over any distance is not recommended. Legal spoke to dealer and they said they have been out numerous times and there is nothing wrong with the lift. The end user does not follow the user manual and they have reviewed it with them multiple times.